Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Upon receipt of additional information, it was determined that the alleged "problems with the pump" were referring the problems with the personal therapy manager and the prialt used in the pump. No longer applies to the synchromed ii pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had the prialt removed from their pump on (B)(6) 2017 because it had given them issues. The patient reported a splash screen the patient reported they had seen a strange reading on their personal therapy manager and they had changed the batteries. The screen the patient reported seeing was a screen to synch to their stimulation device. The patient also reported seeing "8835," on the personal therapy manager. The patient reported they would change the batteries to try and resolve the issue. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the patient had been having problems with their pain pump. No further information was provided. No further complications were anticipated/reported.